Event description:
Caller reported a potential false negative troponin (tni) result using the triage cardiac panel 25 test. Pt was admitted with chest pain. Diagnosis: chronic renal disease. Whole blood samples were tested fresh, within two hours of collection. Edta tube for triage, heparin tube for beckman.

Manufacturer narrative:
Investigation pending.